Manufacturer narrative:
Investigation conclusion: sample evaluation: we have been provided with the affected samples. A leakage through the plunger rod was observed in this provided samples. The observed leakage was allocated in the printed scale of the syringe. We could confirm the reported issue. Bhr review: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qa nor ncmr's. Syringes were packed in machine nº2011 (january 21 - 22nd, 2017). Syringes were assembled in machines nº4252, and nº4251, in lot #7009441 (january 16 - 25th, 2017). Research has found no problems, defects or qn related to the reported issue. We have also reviewed the barrel lot #7009458, #6328024, and no problems, defects or qn were found. We have also reviewed the plunger lots #7024025, #7016119, #7009457, and no problems, defects or qn were found. Root cause description: root cause analysis: based on the evaluation of the samples, we have concluded that the origin of the reported issue was related to a defective stamping of the barrel, what damaged the barrel wall, producing the reported issue. The process we use to print the scale is called "hot stamping system". A metal stamp is heated at around 100ºc. Between the stamp and the barrel, we interpose a special black printing foil. By pressure, the stamp pushes the printing foil and its component is embedded in the barrel wall. According to the evaluation of the received samples and our manufacturing records, we think that, due to some temporary maladjustment of the printing device, an excessive marking of the scale may damage the external wall of the barrel causing the reported leaks. Confirmation: the provided sample presented the reported issue. We could confirm the reported issue. CAPA determination: no - based on an evaluation of severity and occurrence it was determinate that no corrective action is required at this time.

Event description:
It was reported that during use a bd syringe with needle was found leaking as the solution leaked from plunger rod when withdrawing solution. There was no report of injury or medical intervention needed.